Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported separation was confirmed; however, the reported physical resistance and difficulty to remove could not be replicated in a testing environment as they are based on operational circumstances. It should be noted coronary dilatation catheters (cdc), trek rx, global, instruction for use, states: balloon pressure should not exceed the rated burst pressure (rbp). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported complaints, patient effects of foreign body removal and additional treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a moderately tortuous, calcified, 90% stenosed lesion in the intermediate ramus. A 1.5mm balloon was used to dilate the lesion. The 2.5x20mm rx trek balloon dilatation catheter (bdc) was advanced with resistance noted due to the anatomy. The balloon was inflated to 18 atmospheres (atm) with no issues. During withdrawal as the balloon was being deflated, the shaft separated at the guide wire exit notch. Reportedly, there was only low resistance felt while withdrawing the bdc. The separated portion of the shaft was retrieved with a snare device, causing a delay in the procedure. The procedure was completed using another balloon catheter. Although this issue caused a delay in the procedure, the delay did not result in adverse patient sequelae; therefore is not considered clinically significant. No additional information was provided.